Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse calibrated the master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon had complained that the right master tool manipulator (mtm) had moved on its own. The technical service engineer (tse) had asked whether the grip had been released while their head had still been in the viewer, and the customer was unsure. The logs had not been available at the time of the call. The tse had asked whether the issue had been isolated to a specific arm, and it had been reported that it had occurred with both arms 3 and 4. The procedure was completed with no reported injury.